Manufacturer narrative:
We have not received the complaint device for evaluation since the device is currently at the user facility. Hence, we could not conclusively determine the root cause of this incident. In the video that was provided to us, we observed the surgeon was unable to push the syringe's plunger when she attempted to inflate the balloon. We observed the balloon was fully deflated at this time. We did not observe any ligature deformation. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The surgeon detected the malfunction during the pre-use check. So, he did not use this device for the embolectomy procedure.

Event description:
The balloon of the lemaitre embolectomy catheter failed to deflate during the pre-use check. The surgeon did not use the device for the embolectomy procedure.